Manufacturer narrative:
Responses for device evaluated and device returned changed to "no." The customer did not return the suspect device but instead returned several unopened devices from the same lot. Those devices were tested and no malfunctions were identified.

Manufacturer narrative:
The event occurred in (B)(6).while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller alleges connector between needle and infusion set tubing became loose. No adverse event reported. Requested return of the alleged device for evaluation.